Event description:
It was reported that revision surgery was performed due to pain and elevated metal ions levels. Osteolytic lesions were evident behind the cup and in isclial tuberosity. Grey debris was curetted out and lesions packed with bone graft.